Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report high blood glucose levels and to report that the infusion sets were failing. The customer's blood glucose level was 420 mg/dl. The customer did not report any symptoms. The customer treated with the insulin pump. The caller performed the high pressure test and it passed. The caller already removed the customer's set and changed it and said the customer's readings were normal now. Nothing was replaced or returned for analysis.